Manufacturer narrative:
Customer reported the events occurred in the past week. Exact dates and details were unknown. The (B)(6) 2017 was used for the event date based on the report date of (B)(6) 2017. On (B)(6) 2017- date 3m management made the internal decision to file an MDR report for this complaint. 3m completed a retrospective complaint review. This report is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report.

Event description:
Customer reported they have been using cfj5-250 curos jet caps for approximately two weeks and have had about six reports of leaking at the connection between the IV tubing needleless connector and the curos jet cap. Customer reported no patient harm has occurred.